Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-jul-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (6 mg/ml at 0.5 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was experiencing withdrawal. There were no known external factors that contributed to the event. A catheter access port study was performed and the catheter was unable to be aspirated. The catheter was replaced and the issue was resolved. The explanted catheter was discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.